Event description:
Paralytic ileus [ileus paralytic]. Poor oral intake [hypophagia]. Abdominal pain [abdominal pain]. Case description: a spontaneous report was received on (B)(6)-2011 from an hcp regarding a (B)(6) female patient, initials (B)(6), who experienced abdominal pain, poor oral intake, and paralytic ileus after receiving seprafilm (lot number: 10np145). On (B)(6)-2011, the patient had an uneventful cesarean section. One sheet of seprafilm was used. The patient developed abdominal pain and poor oral intake on the second post-operative day. On the third post-operative day, under impression of ileus with unknown cause, the physician who performed the cesarean section referred the patient to a different physician (this physician reported this case). The reporting physician performed a diagnostic laparoscopy under the suspicion or peritonitis. The white blood cell count was 17,000, and neutrophil count was 87%, and there was a positive peritoneal sign. During the laparoscopy, glue-like seprafilm was found and cleaned away. The abdominal culture was negative. The patient was discharged from the hospital on (B)(6)-2011. In the opinion of the reporting hcp, the events were "severe" in intensity and "possibly" related to the use of seprafilm in the patient. Also, in the opinion of the hcp, the patient has "recovered with sequelae", the sequelae being prolonged paralytic ileus (for greater than 10 days). Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.